Manufacturer narrative:
(B)(4). Approximate age of device - 7 days. Device evaluation: the explanted pump was returned for analysis, and was received by the manufacturer with the driveline severed approximately 9 inches from the pump housing. The severed portion of the driveline was returned. The sealed inflow conduit and outlet elbow were returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. No depositions were identified through the evaluation of the device upon its return to the manufacturer. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Evaluation of the returned device did not confirm the presence of thrombus inside the pump. Additionally, the report of power elevations could not be confirmed as the patient''s system controller log file was not submitted to the manufacturer for analysis. The patient remains ongoing on lvad support with the replacement device and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2017, it was reported that increases in pump power and flow estimation were observed on system controller . The patient was reportedly symptomatic; however, the specific symptoms were not reported. A ramp echocardiogram revealed minimal unloading of the left ventricle (lv) and severe mitral regurgitation (mr). The patient was started on dobutamine infusion and a pump exchange was scheduled for (B)(6) 2017. It was reported that only the pump and inflow cannula were exchanged; the outflow graft was not exchanged. Upon explant, there was no thrombus seen in the left ventricle, or that could be visually seen in the explanted pump. After the pump exchange, the patient¿s right ventricular (rv) function was reportedly adequate. No additional information was provided.